Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th may 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-3638, knotless fibertak¿ with #2 suture (5-box), after anchor deployment, the surgeons noticed that there were loose threads on the black/white shutting suture and was unable to shuttle the blue repair suture. The suture eventually broke off leaving the soft anchor inside. This was detected during an instability case on (B)(6) 2026. The procedure was completed successfully by using a suturetape & pushlock anchor instead. Additional information received from complaint initiator: the soft anchor was left inside patient. The surgeons were unable to retrieve it because it is inside patient bone.